Event description:
MFR received a report from a user that after coming into the house, with wet crutches due to wet grass, user allegedly slipped, fell on the solarium flooring and broke femur. The product has not been identified as an invacare product. No malfunction occurred but user error.